Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. The customer's blood glucose (bg) level was 88 mg/dl. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after loading a new cartridge; however, the customer did not respond.